Event description:
Dexcom g7 had multiple issues with past 3 devices, one device way off even after calibrating, second either short needle or needle broke inside my arm have to follow up with dr. Third unit failed to insert needle into arm got tangled inside device, leaving me with no device to check my sugar. Reference reports: mw5116795, mw5116796.